Event description:
It was reported that the device was used during a ultra low anterior resection. The device was fired to create an anastomosis. Visual inspection confirmed that the firing handle had retracted to its normal fire position. Although the instrument was unwound three quarters of a turn and rotated, it could not be extracted from the pt. The anvil was separated on the pts abdominal side. The device fired the staples but it did not cut the lumen. The rectal stump, although somewhat damaged, was otherwise intact. An additional attempt was made using another device to create the anastomosis. This attempt was also successful as a tear had now been formed in the posterior wall of the rectal stump. Surgeon completed the surgery with the placement of a hartman's pouch. The surgeon will attempt to reverse the pouch at a later date.